Manufacturer narrative:
At this time no conclusions can be made regarding the kugel hernia patch (device #2). The patient's attorney alleges additional surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the kugel hernia patch (device #2); an additional emdr was submitted to represent the bard ventralex mesh (device #1). Not returned.

Event description:
Attorney alleges per short form that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2007 and kugel hernia patch implanted on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). The attorney alleges general allegations for emotional distress sustained by the patient.